Event description:
The patient has reportedly experienced intermittencies and no lock with use of the device. Programming changes were made and external equipment was exchanged; however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.